Event description:
It was reported that post coronary stenting treatment procedure, thrombosis, shock, cardiopulmonary arrest and death occurred. In (B)(6) 2012, the patient experienced the chest pain. Thrombotic occlusion in the right coronary artery (rca), a 90% stenosed lesion in the left anterior descending (lad) artery, and total occlusion at the left circumflex (lcx) artery were confirmed. They advanced the guidewire and thrombectomy catheter but neither device would cross the lesion. They dilated the proximal to distal rca with a 2.5 mm × 12 mm balloon catheter at 6atm and tried to advance a 3.0 mm × 38 mm non-bsc stent, but were unable to get this stent to cross the lesion. They successfully deployed three different stents in the proximal to distal rca. The first was a 3.0 mm ×12 mm non-bsc stent, the second was a 3.0 mm × 15 mm non-bsc stent, and the third was a 3.0 mm × 12 mm promus element stent. The three stents were deployed in an over-lapping manner with a final result of 0% stenosis and a timi flow of 3. They did not treat the lad or lcx. In (B)(6) 2012, infection occurred. Lab results were crp 30mg/dl and 28000 white blood cells /l by a blood test. Six days later, lab results were crp 14mg/dl and 14000 white blood cells /l by a blood test. The patient seemed to have no energy, so a pci was performed which revealed thrombosis at the distal end of the 3.0 mm × 12 mm promus element to the distal rca. After that, atrioventricular block, shock, and cardiopulmonary arrest occurred; brain waves were flat. The physician performed intra-aortic balloon pump and inserted the percutaneous cardiopulmonary support device into the patient. The following day, pci was performed and they dilated the three stents in the rca using two balloon catheters (1.2 mm x 6 mm and a 2.5 mm × 15 mm). Post-dilation, perfusion (flow) was confirmed. In addition, they used the same two balloon catheters to dilate the 90% stenosis in the lad and attempted to place three stents (two non-bsc stents and one promus element stent), however, none of the stents would cross the lesion and the procedure was completed. Nine days later, the patient expired. The physician stated that the direct cause of the death was either atrioventricular block or thrombosis.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: as the device has not been returned, a technical analysis could not be performed. From the information available this device was used per the directions for use (dfu) / product label. Stent thrombosis and death are listed in the dfu for this product as potential adverse events associated with the use of this device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).